Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported halos and difficulty driving at night following intraocular lens (iol) implant surgery. She also reported headaches and difficulty reading. There are two medical device reports associated with this patient. This report is for the right eye. Additional information was requested.